Event description:
It was reported that the cot missed the safety hook and the safety bar did not catch. It was reported that the patient was injured during this event, however further information was not provided.

Manufacturer narrative:
It was reported that the patient sustained minor soft tissue injuries, but that no medical treatment was required for the injury.

Event description:
It was reported that the cot missed the safety hook and the safety bar did not catch causing the cot to tip over. It was reported that the patient was injured during this event.